Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05499. It was reported that the patient presented for lead revision. Fluoroscopic imagining had not revealed any lead integrity issues. Since the source of noise was not evident the physician chose to explant and replace both the ventricular lead and the implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected.